Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs found no events of system fault 138 recorded in the astral device but revealed a single occurrence of system fault 65. Performance testing was not able to reproduce the system faults. Based on all available evidence and previous investigations of similar complaints, the reported system fault 138 could not be confirmed and sf65 was most likely due to a software issue. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf138). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf138). There was no patient injury reported as a result of this incident.